Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post chest x-ray, a kink was discovered on the rv lead coming out of the header, at the point where the radio-opaque identifier starts; a thinning of the rv lead at the clavicle and a decline in rv lead impedance was reported. Both the rv and right atrial (ra) leads are on top of the device, not behind the device and there was noise noted on both leads, evident in ventricular high-rate (vhr) and atrial high-rate (ahr) episodes. The implantable pulse generator (ipg) was reported to be at elective replacement indicator (eri). The ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.